Event description:
Customer called to report that he ran and exercise for an hour in the park and his blood glucose dropped to 24 mg/dl. Customer stated that some one found him incoherent and called the paramedics and he was taken to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.